Event description:
A pulsar-18 t3 stent system was chosen for treatment of a moderately calcified total occlusion in the proximal sfa. After pre-dilatation the device was advanced but could be deployed only 2cm. Then resistance was felt and afterwards, the wheel was spinning. Patient went to op for removal of the device and the introducer sheath. No part remained in patient. Lot number unavailable.

Manufacturer narrative:
Since neither the affected instrument nor the angiographic material was returned, no technical investigation on the subject could be performed. Also, no lot number was reported. Therefore, the product release documentation of the last three pulsar-18 t3 5/80/90 lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the devices being subject to this complaint, no manufacturing or material related root cause could be identified.